Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began at an unspecified time on (B)(6) 2010. On an unspecified date/time the patient reported blood glucose results of "219, 179 and 49 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr documentation, the patient manages her diabetes with insulin (type and dosage not specified). It is unclear what immediate action, if any, the patient took following the alleged issue, however, for reasons unspecified, the patient claimed that on (B)(6) 2010 at 9:40 pm, she had more food/drink in response to the alleged meter issue. According to the csr documentation, at an unspecified time after the alleged issue occurred (on (B)(6) 2010) the patient claimed she could not see. It is not known how long the symptom lasted and it is not known if the patient tested with another device. The patient, however, denied receiving any treatment as a result of the alleged issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. According to the csr documentation, the patient followed the correct blood glucose testing procedure (per owner's booklet). The csr also noted the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip melted and the aiming beam fired straight out of the fiber at 17,112 joules. No pt injury was reported. The device was not returned for evaluation.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.